Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-02641. It was reported the pt experiences pocket heating at her scs ipg site while charing. The pt stated her charger antenna paddle heats up enough that she has to place a towel between the paddle and her skin to prevent any skin irritation from the heating. A new charger system was sent to the pt to address the issue. On 08/01/2012, st jude medical, neuromodulation division, sent field action letter to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.